Event description:
It was reported that the device exhibited back up vvi operation during the pacemaker firmware upgrade for the cybersecurity update. The device download was performed successfully and device was set to nominal settings. Upon interrogation it was confirmed that the backup vvi notifier was on. Cybersecurity firmware upgrade was not re- attempted. The patient was noted to be asymptomatic.